Event description:
Malfunction alleged. It was reported that the power switch for an irc5po2 concentrator has a short circuit. Per independent repair center statement, the unit has no alarm. The key failure was the power switch, on the control panel, had a short circuit. Additional malfunctions were: regulator, for the product tank, leaking; ty-wrap, for the product tank, defective; inlet filter, for the sound box, dirty; cabinet filter, for the cabinet; dirty.